Event description:
It was reported that the patient reported to the emergency room (ER) with symptoms of syncope and dizziness. Upon interrogation, it was discovered that the implantable pulse generator (ipg) exhibited loss of capture. The ipg was reprogrammed and the patient was admitted to the hospital for observation. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was intermittent. (B)(4).